Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report 1 of 2 for the same event. Report 2 of 2 is reported on MFR #0001032347-2016-00243.

Event description:
It was reported that a revision is planned for a mandible advancement. It is stated that the doctor "would like to revisit the patient and move the mandible into the original intended position (with a le forte I). He is nervous about getting the full advancement again hence why he wants 2 positions of advancement - the full advancement and a backup position - mid way - just in case he cannot get it all the way." Additionally, it is stated by the distributor, "I don't think there are any concerns regarding the current mandible implanted into the patient. He just wants to finish the job for this patient."